Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition related to low circuit leak occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator "service required" alarm condition related to low circuit leak occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation, the inlet air path assembly and removable air path foam were replaced due to preventive maintenance and overhead blower filter was upgraded.